Manufacturer narrative:
Information was provided in the file that indicated the use of qualified associated products. Based on our observation of the attached photos, we are unable to verify the reported damage. Information was provided that the lens was not available for evaluation. It is difficult to make a final determination without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Two photos were provided form a phone screen. The first photo is too small to verify damage. The second photos has an area near the edge that is marked with a green line. There a line or mark in this area. Unable to determine if this is damage or a fiber/particle from the photo.   There have been no other complaints reported in the lot number.   The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmologist reported that following implantation of an intraocular lens (iol) the optic was fractured. The lens will be exchanged. Additional information was requested and received reporting that the patient had a surgery for the explanation of the lens and the patient is doing ok now.